Event description:
It was reported that prior to a pci/rotational atherectomy procedure, the floppy rtw guide wire fractured outside of the patient during testing of the dynaglide mode. During testing, the floppy rtw guide wire became stuck in a rotalink burr (size unk). During withdrawal of the guide wire from the burr, the wire fractured. The procedure was completed with antoher of the same device. No patient injuries or complications were reported.